Manufacturer narrative:
During the manufacturer evaluation, the investigator concluded: ...the adverse clinical scenario that could have caused excessive loading is not readily identifiable. However, the marking on the drill shows than an overload occurrence had taken place prior to or a time of failure."

Event description:
The 2.0 x 28 mm pilot drill broke in the patient's jaw (embedded) following the initial osteotomy while using the surgical guide. Dr stated "drill did not seem to cut". Patient was referred immediately to oral surgeon to remove the embedded drill and to complete the implant placement case.